Manufacturer narrative:
The pump had intermittent button response due to moisture damage on the keypad traces. No button error alarms were noted. The pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the no delivery test due to the prime anomaly. The pump passed the rewind, basic occlusion and displacement tests. No motor error alarms were noted during testing. The motor passed the motor test. The pump was received with a cracked case at the display window corner, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a motor error alarm, a button error alarm, a motor position encoder error alarm, and a no delivery alarm. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was able to clear the no delivery alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.